Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the leads had moved. Fluoroscopy showed the lead was half in/half out of the epidural space. The patient planned to have a revision to fix the issue and this time would try to use the paddle leads. There was no trauma or fall associated with this event. The revision had not yet occurred at the time of the report. On (B)(6) 2016 the patient reported that the revision had occurred. The date was asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.